Event description:
It was reported that stent damage occurred. Vascular access was obtained via left leg artery. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Target lesion was predilated with an unspecified balloon catheter. A 2.50x28mm promus element plus drug-eluting stent delivery system was advanced but failed to cross through the small blood vessel of the target lesion. After several attempts made, the issue was not resolved. When the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).